Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was not working properly. Boston scientific technical services (ts) directed the patient back to the physician to discuss the need for a possible in-office evaluation to determine what was going on with the device. There was no further information provided. To date, the device remains in service. No adverse patient effects reported.